Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The strike plate on the shoulder tray impactor fractured off as stated in the complaint. Product likely failed due to excessive and off center strikes on the impactor plate. The strike plate on the instrument also shows signs of wear and tear from usage. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial reverse shoulder arthroplasty, the strike plate off of the mini-baseplate inserter fractured off. The baseplate had already been firmly implanted as the instrument fractured on the final impact, therefore nothing else was needed to complete the procedure. No pieces of the fractured instrument fell into the patient. The age/use of the instrument is unknown; only stated that it does get significant use as the surgeon does roughly 325 shoulder surgeries a year, and they have 5 instrument sets in rotation. It is unknown if the surgeon impacted off-center on the baseplate. No adverse events have been reported as a result of the malfunction.